Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 573 mg/dl. The customer had forgotten to connect to the pump in the morning and after eating some food the bg level may have gone up because of this. A system check was performed. The pump and infusion set tubing were found to be operating as expected. Due to bad eyesight, the customer could not tell if the cannula was damaged. The customer changed the infusion set site and delivered a correction bolus. Approximately 5 hours later, the bg level had lowered to 300 mg/dl.